Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing resulting in delivery of inappropriate shocks in two separate episodes. Shock impedance measurements with the shock delivery were noted to be 50 ohms. Previous shock impedance measurements were noted to be as high as 100 ohms following delivery of appropriate shock therapy one month ago. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing resulting in delivery of inappropriate shocks in two separate episodes. Shock impedance measurements with the shock delivery were noted to be 50 ohms. Previous shock impedance measurements were noted to be as high as 100 ohms following delivery of appropriate shock therapy one month ago. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the clinic planned to schedule the patient for treadmill testing on an unknown future date. To date, nothing has been scheduled.